Event description:
Fluency covered stent would not deploy. The device was removed without any patient event. A new device was placed. The representative was present and sent a mailing box and RMA (return merchandise authorization) number to ship the product. The device was believed to be defective.